Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to design. A DHR review will not add value to this investigation as this is a known design issue addressed in CAPA 18moak055.

Event description:
It was reported that there was an intermittent problem with the over-temperature alarm. The alarm was triggered for no apparent reason. The unit was stopped and restarted twice to clear the alarm, but it persisted. This issue occured during a laser transurethral resection of the prostate. No patient injury or complications were reported in relation to this event.